Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/02/2020. Additional information: h6. A manufacturing record evaluation was performed for the finished device pmu110 batch number, and no non-conformances were identified. The following information was requested, but unavailable: could you please confirm if it was possible to found the needle? If yes. Could you please confirm where did the needle was found? Do you think that it have could be possible that the needle could break before the procedure (in the package, at the moment of open the package)? Please confirm. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if it was possible to find the needle? If yes. Could you please confirm where did the needle was found? Do you think that it has could be possible that the needle could break before the procedure (in the package, at the moment of open the package)? Please confirm.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and suture was used. During the procedure, it was reported that the needle was found broken at the tip when sewing the tissue. A photographic search of the relevant area was performed but without any foreign matters found. It was reported that the abdominal cavity was closed, and the patient returned to ward. There were no adverse patient consequences reported. Additional information was requested.